Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: I raised awareness of the cpt tubes because they suddenly gave unexpected results, compared to previous samples received. And I've been unable to pinpoint an issue/fix on my end. All samples were processed with the same methods, equipment and personnel as previous ones, within the same time. The drop in pbmc's correlated (as far as I've understood) with the change of cpt tubes at the hospital, therefore I pointed to them as the likely culprits.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-02 h6: investigation summary bd received 16 tubes and 1 photo for investigation. The photo was reviewed and the indicated failure mode for low yield with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Our IFU (instructions for use) does not provide for any specific yield claims, rather a percent recovery of the patient's whole blood cell count. Yields depend on the patient, the quality of the specimen, and the method used for isolation. Clinical testing for the reported defect could not be performed. Per the cpt cell preparation procedure, centrifuge tube/blood sample at room temperature (18-25°c) in a horizontal rotor (swing-out head) for a minimum of 20 minutes at 1500 to 1800 rcf (relative centrifugal force). Blood samples should be centrifuged/separated within two hours or blood drawing. Red blood cell contamination in the separated mononuclear cell fraction increases with longer delays in sample separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. On jun. 9, 2021, a complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Based on the investigation performed bd was unable to confirm the complaint for low yield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: I raised awareness of the cpt tubes because they suddenly gave unexpected results, compared to previous samples received. And I've been unable to pinpoint an issue/fix on my end. All samples were processed with the same methods, equipment and personnel as previous ones, within the same time. The drop in pbmc's correlated (as far as I've understood) with the change of cpt tubes at the hospital, therefore I pointed to them as the likely culprits